Event description:
Device failed the crossover circuit test. No patient involvement.

Manufacturer narrative:
Replaced part was returned to fi lab and tested, and the failure was confirmed. The shorted diode created the crossover solenoid not to function giving code 3117.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.